Manufacturer narrative:
Explant due to symptomatic stenosis, and fibrotic thickening of leaflets was reported. Investigation found the valve was completely destructed into several pieces. Biological material was noted on the valve. It was indicated that the stent posts were "densely adherent to the wall of the aorta for all three posts. Repotedly, the valve leaflets were very thickened with poor mobility and had multiple calcium deposits on all the leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported stenosis appears to be related to the patient condition could not be conclusively determined. The cause of valve destructed into several pieces could not be conclusively determined; however, the calcium deposits on all the leaflets ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported surgical intervention were a result of case-specific circumstances as the valve was explanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 23mm trifecta gt valve was implanted. On (B)(6) 2025, the valve was explanted due to severe and symptomatic stenosis of the valve. The stent posts were "densely adherent to the wall of the aorta for all three posts. The trifecta valve leaflets were very thickened with poor mobility and had multiple calcium deposits on all the leaflets." The patient had associated symptoms of severe shortness of breath with minimal exertion (stage iii+). The patient was reported to be doing "very well."